Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer reported part of the applicator disconnected and was left in the body, creating an incredibly uncomfortable experience. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product, however no further information has been received.